Event description:
Sample from ICU pt was run and manually entered in database and was subsequently recalled and reported with demographic data (name, pt ID, etc.) Of different pt in the neonatal unit. Customer reported experiencing network problems throughout day in question. Results were not reported out to the physician and no action was taken. There was no serious injury or death.